Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
It was reported that involved a 67 year-old male homecare patient. 3 times in a row (3 different devices) the balloon burst inside the patient. The nurse that inserted the catheters in the patient did not change anything in the insertion procedure. There was no consequence for the patient except that a nurse was called to re-catheterize the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that involved a (B)(6) year-old male homecare patient. 3 times in a row (3 different devices) the balloon burst inside the patient. The nurse that inserted the catheters in the patient did not change anything in the insertion procedure. There was no consequence for the patient except that a nurse was called to re-catheterize the patient.